Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:27:29. During night drain cycle one, the patient's ultrafiltration reading was 1138ml, indicating the home patient (hp) drained 1138ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause of the event was determined to be a false empty detected and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.